Event description:
It was reported that during implant attempt, it was not possible to place the atrial lead as the right side was occluded. The lead was then attempted via the left side, but the lead dislodged after placement. A third attempt was made with the same lead, but was unsuccessful due to patient anatomy. The lead was not used and was not replaced as it was determined that the patient's anatomy was not conducive to an atrial lead placement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.